Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, a burn mark was noticed at the base of one of the maryland bipolar forceps' tines, at the junction between the tine and the insulating plastic. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected for any damage prior to reprocessing or after the completion of the last procedure. The distributor was not aware of any collision of the instrument or arcing / thermal damage during the last procedure. There was no injury to the patient and there are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
Refer to h10/h11 for follow-up information.